Manufacturer narrative:
Findings: the insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked battery tube threads, reservoir tube lip, minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 22.9 mmol/l. It was also stated that the customer could not rewind the insulin pump. No significant events leading to the alarm were observed. Advised customer to remove the battery to prevent ...